Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to a defective ccd (charged coupled device) assembly (r-unit) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided from customer feedback. It was confirmed the customer¿s event was discovered during preparation for use.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the charged coupled device unit being defective causing a green screen there were no other findings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable optics show green light on the screen when it was plugged in. The event occurred during preparation for use. There was no patient harm associated with the event. The device was evaluated, and it was found that the charged coupled device was defective. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.